Manufacturer narrative:
(B)(4). Date sent: 04/11/2016.

Event description:
It was reported that during an ileostomy takedown and closure procedure, the surgeon fired the device but noticed the staples were not formed into a b shape. The case was completed using another device of the same product code. There were no patient consequences reported. The device was disposed of.